Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. No air in line detected. Per reporter the residual volume was 25.4 ml, rate 2.2 ml and given 76.65 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.